Event description:
Caller reported a malfunction on the pump, specifically identified with malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and provided the caller with instructions on storing, returning the malfunctioning pump, and setting up the replacement pump. The caller was instructed to use multiple daily injections (mdi) as backup therapy and confirmed they would return the problematic pump promptly to avoid being charged. A replacement pump was sent by technical support, and the caller was advised on programming their settings and connecting their cgm to the new pump.